Event description:
It was reported that the patient had an impedance spike that was found on the impedance trend data. It was also noted that the patient had two syncope episodes. Follow up with the physician indicated that there appeared to be no correlation to the impedance spike. Impedance measurements appear stable and programming was conducted to adjust the lead warnings and the lead remains in use and. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.